Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was positioned in multiple locations, but exhibited sensing issues in each location. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported. This rv lead is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was positioned in multiple locations, but exhibited sensing issues in each location. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported. This rv lead is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was positioned in multiple locations, but exhibited sensing issues in each location. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported. Additional information provided from the field indicated this should not be a complaint and there was no allegation made against the lead.